Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three or four elastomeric devices were not completely empty after the 46 hour infusion period. There was no report of patient injury or medical intervention associated with this event. No additional information is available.